Event description:
The user facility reported that the alternating current (ac) power cable ripped off during unknown age patient support. Recommendations were made to replace the automated impella controller; however, the staff declined with hopes the pump would be weaned prior to the battery losing power. Upon follow up with the site, it was reported another cable was found to use for ac power. There was no patient harm or interruption of support.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. The alleged broken power cord was confirmed by pictures sent from the clinical team. Logs were not informative for this complaint. The console was eventually returned with the broken power cable. One of the screws in the connector was found to be unscrewed. Quality engineering was alerted of this discovery. The root cause of the issue was a defective cable with the untightened screw allowing the wires to pull out when yanked with force. D9 date device returned to manufacturer added. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26009 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-26009.